Manufacturer narrative:
The reported event of helix twisted/bent was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted with sign of blood. X-ray examination found the helix was stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix being stretched.

Event description:
During implant procedure, the helix of the right ventricular (rv) lead was deformed. The rv lead was replaced and a new rv lead was successfully implanted to resolve this event. The patient was stable.